Event description:
During a ptca procedure, the markerbands on the nc monorail catheter did not line up correctly. The nc monorail balloon was successfully inflated inside of the patient, however, the physician felt that the markerbands did not line up correctly. No patient injuries or complications were reported.